Event description:
Bipap lost pressure, all lines checked, nothing disconnected. The respironics st-d30 bipap had to be changed out to another bipap of the same model. Pt's vital signs were stable-no ill effects to patient. Subsequently, biomed investigated and found the blower motor was broken on the non functioning unit, and the unit has been sent out to have the blower motor replaced.